Event description:
A home pt contacted baxter's technical service center for assistance regarding the reception of a "check lines and bags" alarm during fill 7/9 of their automated peritoneal dialysis therapy on homechoice machine. Reportedly, the home pt noted that the heater bag was empty. Subsequently, the home pt disconnected a full solution bag from the supply line of the homechoice set and replaced the empty heater bag with it. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident per the home patient.